Event description:
It was reported the empty reservoir alarm occurred and was confirmed by telemetry. It was reported the patient went to their health care provider¿s (hcp) office the day prior due to the pump alarming and increased spasticity. It was stated the pump status showed ¿lra and empty pump alarm.¿ it was noted the hcp refilled the pump. The pump was used to deliver lioresal.

Event description:
Additional information received reported the low and empty reservoir alarms were due to the patient missing a refill. The patient returned to baseline after the refill. The patients therapy was reported as "ongoing".

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).